Event description:
It was reported the pt developed an infection 6 weeks post-operative. The pt experienced symptoms of swelling, drainage, pain, and redness. A culture of the device pocket revealed staph aureus. Blood cultures were negative. IV and oral antibiotics were given. The system was explanted. The pt also experienced baclofen withdrawal. The pt was supplemented with oral medication, 20 mg qid, while an in-patient. No further outcome was reported.